Manufacturer narrative:
Trackwise ID: # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught on the wing due to a defective product. Occurred. The operation was successfully completed by exchanging the product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-medical device ¿ problem code- correct to 2183. Analysis of production (B)(4) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (B)(4) there was 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of sept 2021¿ through ¿dec 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (B)(4) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22). The device was returned to the factory for evaluation on 12/20/2021. An investigation was conducted on 01/25/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device with the white plunger not depressed. The blue slide lock was not observable in the photograph. The seal and tension spring assembly was observed in the loading device. No cracks or delamination was observed on the seal. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue slide lock engaged. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. No cracks or delamination of the seal was observed. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.